Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per customer: the battery does not hold a charge. We've noticed that "after it had been charging overnight after we unplug it about half hour after that the battery will be 1-2% so we need to plug it again while we are doing the PICC and it needs to be plugged to a red outlet otherwise it won't charge or it will charge very slow. It does not shut down because we catch it when it is 1%. Yes, the battery indicates a full charge after it's charging for a long time. Yes, the green battery with lightning bolt on top comes on when it's plugged."

Event description:
Per customer: the battery does not hold a charge. We've noticed that "after it had been charging overnight after we unplug it about half hour after that the battery will be 1-2% so we need to plug it again while we are doing the PICC and it needs to be plugged to a red outlet otherwise it won't charge or it will charge very slow. It does not shut down because we catch it when it is 1%. Yes, the battery indicates a full charge after it's charging for a long time. Yes, the green battery with lightning bolt on top comes on when it's plugged."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of battery does not hold a charge was confirmed. During inspection the scanner will shut down after power supply is unplugged when one hundred charged, the cause of the reported issue is an internal li-ion battery failure, causing the premature discharge of the battery. The device was serviced, tested, and returned to the customer. A history review of serial number dyazac043 showed no other similar product complaint(s) from this serial number.